Manufacturer narrative:
This report is being supplemented to provide additional information, device evaluation based on the approved final investigation. Updated fields: h3, h6 and h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and the reported failure was confirmed. On visual inspection it was found that the operation pipe and the operation wire of the handle section were broken. The insertion portion was severed near the handle section. The severed areas revealed the shape that were cut mechanically by using a tool. The proximal side of the loop was deformed. Based on the similar investigation results in the past, a likely mechanism causing the reported events might be one of the following: 1) ligate the polyp by performing the operation correctly. 2) the tube sheath has moved forward, but you didn't realize it and released the loop. The tube sheath has moved forward due to peristalsis of the patient or movement of the scope. 3) the base of the loop goes inside the coil sheath. 4) hook and loop are jammed in the coil sheath because the hook is retracted. The slider was pushed and pulled when frictional resistance between the wire assembly and the sheath assembly increased. This has caused the operating pipe to deform and break. As a result, the loop could not be released from the main unit. The factors related to frictional resistance are the following, and it is inferred that the total frictional resistance due to these factors was large. -scope angle -meandering state of the scope tube -state of sheath from the forceps channel to the vicinity of the ligating device handle unit olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic polypectomy procedure, when attempting ligation, the snare of the single-use ligating device became stuck and could not be removed. After cutting the operating section, the operator withdrew the endoscope and used a loop cutter to cut the snare loop, releasing the snare. The operator speculates that although the outer sheath was intended to remain in the most anterior position, it may have shifted forward during manipulation and become snagged. The procedure was completed with an olympus backup device and was prolonged by approximately 30 minutes. There were no reports of patient harm.